Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that post lead placement the patient experienced increased leg pain, throbbing and tingling. As a result the lead was explanted.